Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead presented for routine follow-up. It was reported this ra lead exhibited high out-of-range pacing impedance measurements in bipolar. Noise was also observed on the ra channel which was oversensed and resulted in inappropriate atrial tachycardia response (atr) episodes. There was no inhibition of pacing due to the noise. No adverse patient effects were reported.

Manufacturer narrative:
The physician elected to wait until the patient needs a device change out to address the lead. Should additional information become available, this report will be updated.